Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return (defective liquid crystal display) and additionally noted that the power supply failed incoming testing. The bezel assembly was cracked but the touch screen remained in tact, the media door was missing, the rear display cover and the keyboard were damaged, the left and right keyboard hinges as well as the cable bay latch were broken and the bullets assembly was missing. All found defective parts were replaced and all other identified issues were resolved and the programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when switched on the programmer's screen blinked and had white bars. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.